Event description:
It was reported that the insulin pump alarmed button error, battery out limit and weak battery. Troubleshooting was done. No further information provided.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Insulin pump had no button response due to flattened dome switch on esc button (creased). Unable to test for unexpected weak battery alarm due to no button response. Insulin pump had minor scratched display window, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and broken reservoir tube lip.